Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), genital haemorrhage ("bleeding / heavy bleeding") and malaise ("sick") in a 35-year-old female patient who had essure (batch no. 806702) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, gerd, hypertension, sleep apnea, functional diarrhea, arthritis, chronic pain, hypercholesterolemia and right lower quadrant pain. Plaintiff undergo for arthroscopic knee surgery. Previously administered products included for birth control: loestrin fe from (B)(6)2010 to (B)(6) 2011, para gard iud from (B)(6)2010 to (B)(6)2010 and depo provera from (B)(6)2009 to (B)(6) 2010. Concurrent conditions included menses irregular, diarrhea, stress, weight loss, cessation of smoking, backache, oligomenorrhea, tonsillectomy, iodine allergy, penicillin allergy, bloating, hot flashes, acne, tingling, numbness, difficulty sleeping, joint pain, weight gain, anxiety, depression, visual disturbance and endometrial adenocarcinoma. Concomitant products included metronidazole (flagyl 250) for diarrhea as well as acetylsalicylic acid;ascorbic acid (midol c), amitriptyline since (B)(6), antibiotics, baclofen since (B)(6), celecoxib (celebrex) since (B)(6), clonazepam since (B)(6), famotidine since (B)(6), gabapentin since (B)(6), hydroxyzine since (B)(6), ibuprofen, meloxicam from (B)(6) to (B)(6), naproxen since (B)(6), prazosin since (B)(6), topiramate (topamax), trazodone and venlafaxine hydrochloride (effexor) since (B)(6). In (B)(6), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection") and vaginal odour ("infection (bladder/ urinary tract/vaginal) type: odor"). In (B)(6) 2012, the patient experienced back pain ("back pain") and abdominal pain ("abdominal pain"). In (B)(6) , the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), ovarian cyst ("ovarian cyst") and infection ("infections"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex") and vaginal discharge ("vaginal discharge"). In (B)(6)2013, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain") and malaise (seriousness criterion hospitalization). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), unilateral salpingo-oopherectomy, salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the perforation, ovarian cyst, infection, migraine, vaginal discharge, abdominal pain lower, malaise and vaginal odour outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis and dyspareunia had resolved and the pelvic pain, headache, dysmenorrhoea, back pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, malaise, menorrhagia, migraine, ovarian cyst, pelvic pain, perforation, vaginal discharge, vaginal haemorrhage and vaginal odour to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6)2012 and (B)(6)2018 six trailing coils on the right side and five trailing coils on the left side. Discrepancy noted in essure confirmation test plaintiff did not undergo essure confirmation test (per pfs) hysterosalpingogram ((B)(6)2011) confirmed essure occlusion on left; right surgically absent (per mr) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.9 kg/sqm. Hysterosalpingogram - in (B)(6): confirmed essure occlusion on left; right surgically absent. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: ovarian cyst, pelvic pain, abdominal pain, vaginal odor, headaches, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: odor, bladder infection, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, back pain, abdominal pain, lower stomach pain, sick. Outcome of event genital haemorrhage, pelvic pain were updated. Reporter information, aka names, lab data, historical drug, medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), genital haemorrhage ("bleeding / heavy bleeding"), malaise ("sick") and postoperative wound infection ("post operative wound infection") in a 35-year-old female patient who had essure (batch no. 806702) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, gerd, hypertension, sleep apnea, functional diarrhea, arthritis, chronic pain, hypercholesterolemia, right lower quadrant pain and fascitis plantar. Plaintiff undergo for arthroscopic knee surgery. Previously administered products included for birth control: loestrin fe from (B)(6) 2010 to (B)(6) 2011, para gard iud from (B)(6) 2010 and depo provera from (B)(6) 2009 to (B)(6) 2010; for an unreported indication: vancomycin and amoxicillin. Past adverse reactions to the above products included hypersensitivity with amoxicillin and vancomycin. Concurrent conditions included menses irregular, diarrhea, stress, weight loss, cessation of smoking, backache, oligomenorrhea, tonsillectomy, iodine allergy, penicillin allergy, bloating, hot flashes, acne, tingling, numbness, difficulty sleeping, joint pain, weight gain, anxiety, depression, visual disturbance, endometrial adenocarcinoma, ovarian hematoma, incision site bleeding, cellulitis, allergy to intravenous contrast media, fever, rectal bleeding, intra-abdominal abscess, wrist pain, nausea, vomiting, osteoarthritis, lobar pneumonia, somnolence, flank pain, hypocalcemia, bronchitis, anterolisthesis, contact dermatitis and asthma. Concomitant products included metronidazole (flagyl 250) for diarrhea as well as acetylsalicylic acid;ascorbic acid (midol c), amitriptyline since 2014, antibiotics, baclofen since 2014, cefalexin (keflex), cefixime (flexeril), celecoxib (celebrex) since 2012, clonazepam since 2013, clonixin lysinate (skelaxin), diphenhydramine hydrochloride, doxycycline, famotidine since 2016, gabapentin since 2008, hydrocodone bitartrate;paracetamol (vicodin), hydroxyzine since 2012, ibuprofen, meloxicam from 2006 to 2012, naproxen since 2012, oxycodone hydrochloride;paracetamol (percocet), prazosin since 2012, sulfamethoxazole;trimethoprim (bactrim), topiramate (topamax), trazodone and venlafaxine hydrochloride (effexor) since 2011. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection") and vaginal odour ("infection (bladder/ urinary tract/vaginal) type: odor"). In (B)(6) 2012, the patient experienced pelvic pain ("pain"), back pain ("back pain") and abdominal pain ("abdominal pain"). In 2012, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cyst") and infection ("infections"). On (B)(6) 2012, the patient experienced postoperative wound infection (seriousness criterion medically significant), 8 months 16 days after insertion of essure. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain") and malaise (seriousness criterion hospitalization) and was found to have heart rate decreased ("heart rate dropped"). The patient was treated with surgery (hysterectomy (full), unilateral salpingo-oopherectomy, salpingectomy and ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, ovarian cyst, infection, migraine, vaginal discharge, abdominal pain lower, malaise, vaginal odour, postoperative wound infection and heart rate decreased outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis and dyspareunia had resolved and the pelvic pain, headache, dysmenorrhoea, back pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heart rate decreased, infection, malaise, menorrhagia, migraine, ovarian cyst, pelvic pain, perforation, postoperative wound infection, vaginal discharge, vaginal haemorrhage and vaginal odour to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2012 and (B)(6) 2018 six trailing coils on the right side and five trailing coils on the left side. Discrepancy noted in essure confirmation test plaintiff did not undergo essure confirmation test (per pfs) hysterosalpingogram ((B)(6) 2011) confirmed essure occlusion on left; right surgically absent (per mr) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.9 kg/sqm. Chest x-ray - on (B)(6) 2012: the lungs are under expanded with increased markings in the lower lungs.. Computerised tomogram abdomen - on (B)(6) 2012: 1. Reticular edema throughout the subcutaneous fat of the lower abdomen and pelvic wall.2. 2 separate low density collections within the subcutaneous fat of the anterior abdominal wall with the larger collection measuring 16 cm in width and possible small extension of the collection through the ventral abdominal wall fascia into the midline pelvis. These findings are nonspecific and may be due to a seroma or possibly abscess. Consider aspiration indicated. 3. No evidence of appendicitis or diverticulitis; on (B)(6) 2012: 1. Fluid pockets again seen in the anterior abdominal wall. 2. Interval increased size in left adnexal hypodense structure, may represent ovarian cyst.. Hysterosalpingogram - in 2011: confirmed essure occlusion on left; right surgically absent. Pathology test - on (B)(6) 2012: a. Adnexal mass-excision, right salpingo-oophorectomy ovary with hemorrhagic cyst showing atrophic lining, and multiple follicular cysts. Fallopian tube. Negative for malignancy. B. Endometrium curetting¿s proliferative pattern endometrium with stromal breakdown. Fragments of endo cervical mucosa. Negative for hyperplasia or carcinoma.. Ultrasound pelvis - on (B)(6) 2012: 3.5 cm complex lesion in the right ovary, probably representing a hemorrhagic cyst.; on (B)(6) 2016: 1.4.3 x 2.4 cm left ovarian cyst. 2. Normal uterus. No solid pelvic mass.; on (B)(6) 2017: decreased size of the left ovarian cyst. Right ovary is not visualized; on (B)(6) 2018: normal endometrium. Left ovarian cyst measures larger than 2017. This measured as much as 4.3 cm in 2016.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: ovarian cyst, pelvic pain, abdominal pain, vaginal odor, headaches, menorrhagia. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received- new events post operative wound infection, heart rate dropped were added. Concomitant drug and medical history were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), genital haemorrhage ("bleeding / heavy bleeding"), malaise ("sick") and postoperative wound infection ("post operative wound infection") in a 35-year-old female patient who had essure (batch no. 806702) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, gerd, hypertension, sleep apnea, functional diarrhea, arthritis, chronic pain, hypercholesterolemia, right lower quadrant pain and fascitis plantar. Plaintiff undergo for arthroscopic knee surgery. Previously administered products included for birth control: loestrin fe from (B)(6) 2010 to (B)(6) 2011, para gard iud from (B)(6) 2010 to (B)(6) 2010 and depo provera from (B)(6) 2009 to (B)(6) 2010; for an unreported indication: vancomycin and amoxicillin. Past adverse reactions to the above products included hypersensitivity with amoxicillin and vancomycin. Concurrent conditions included menses irregular, diarrhea, stress, weight loss, cessation of smoking, backache, oligomenorrhea, tonsillectomy, iodine allergy, penicillin allergy, bloating, hot flashes, acne, tingling, numbness, difficulty sleeping, joint pain, weight gain, anxiety, depression, visual disturbance, endometrial adenocarcinoma, ovarian hematoma, incision site bleeding, cellulitis, allergy to intravenous contrast media, fever, rectal bleeding, intra-abdominal abscess, wrist pain, nausea, vomiting, osteoarthritis, lobar pneumonia, somnolence, flank pain, hypocalcemia, bronchitis, anterolisthesis, contact dermatitis and asthma. Concomitant products included metronidazole (flagyl 250) for diarrhea as well as acetylsalicylic acid;ascorbic acid (midol c), amitriptyline since 2014, antibiotics, baclofen since 2014, cefalexin (keflex), cefixime (flexeril), celecoxib (celebrex) since 2012, clonazepam since 2013, clonixin lysinate (skelaxin), diphenhydramine hydrochloride, doxycycline, famotidine since 2016, gabapentin since 2008, hydrocodone bitartrate;paracetamol (vicodin), hydroxyzine since 2012, ibuprofen, meloxicam from 2006 to 2012, naproxen since 2012, oxycodone hydrochloride;paracetamol (percocet), prazosin since 2012, sulfamethoxazole;trimethoprim (bactrim), topiramate (topamax), trazodone and venlafaxine hydrochloride (effexor) since 2011. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection") and vaginal odour ("infection (bladder/ urinary tract/vaginal) type: odor"). In (B)(6) 2012, the patient experienced pelvic pain ("pain"), back pain ("back pain") and abdominal pain ("abdominal pain"). In 2012, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cyst") and infection ("infections"). On (B)(6) 2012, the patient experienced postoperative wound infection (seriousness criterion medically significant), 8 months 16 days after insertion of essure. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain") and malaise (seriousness criterion hospitalization) and was found to have heart rate decreased ("heart rate dropped"). The patient was treated with surgery (hysterectomy (full), unilateral salpingo-oopherectomy, salpingectomy and ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, ovarian cyst, infection, migraine, vaginal discharge, abdominal pain lower, malaise, vaginal odour, postoperative wound infection and heart rate decreased outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis and dyspareunia had resolved and the pelvic pain, headache, dysmenorrhoea, back pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heart rate decreased, infection, malaise, menorrhagia, migraine, ovarian cyst, pelvic pain, perforation, postoperative wound infection, vaginal discharge, vaginal haemorrhage and vaginal odour to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2012 and (B)(6) 2018 six trailing coils on the right side and five trailing coils on the left side. Discrepancy noted in essure confirmation test plaintiff did not undergo essure confirmation test (per pfs) hysterosalpingogram ((B)(6) 2011) confirmed essure occlusion on left; right surgically absent (per mr) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.9 kg/sqm. Chest x-ray - on (B)(6) 2012: the lungs are under expanded with increased markings in the lower lungs.. Computerised tomogram abdomen - on (B)(6) 2012: 1. Reticular edema throughout the subcutaneous fat of the lower abdomen and pelvic wall.2. 2 separate low density collections within the subcutaneous fat of the anterior abdominal wall with the larger collection measuring 16 cm in width and possible small extension of the collection through the ventral abdominal wall fascia into the midline pelvis. These findings are nonspecific and may be due to a seroma or possibly abscess. Consider aspiration indicated. 3. No evidence of appendicitis or diverticulitis; on (B)(6) 2012: 1. Fluid pockets again seen in the anterior abdominal wall. 2. Interval increased size in left adnexal hypodense structure, may represent ovarian cyst.. Hysterosalpingogram - in 2011: confirmed essure occlusion on left; right surgically absent. Pathology test - on (B)(6) 2012: a. Adnexal mass-excision, right salpingo-oophorectomy ovary with hemorrhagic cyst showing atrophic lining, and multiple follicular cysts. Fallopian tube. Negative for malignancy. B. Endometrium curetting¿s proliferative pattern endometrium with stromal breakdown. Fragments of endo cervical mucosa. Negative for hyperplasia or carcinoma.. Ultrasound pelvis - on (B)(6) 2012: 3.5 cm complex lesion in the right ovary, probably representing a hemorrhagic cyst.; on (B)(6) 2016: 1.4.3 x 2.4 cm left ovarian cyst. 2. Normal uterus. No solid pelvic mass.; on (B)(6) 2017: decreased size of the left ovarian cyst. Right ovary is not visualized; on (B)(6) 2018: normal endometrium. Left ovarian cyst measures larger than 2017. This measured as much as 4.3 cm in 2016. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: ovarian cyst, pelvic pain, abdominal pain, vaginal odor, headaches, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), ovarian cyst ("ovarian cyst") and infection ("infections"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the perforation, genital haemorrhage, pelvic pain, ovarian cyst and infection outcome was unknown. The reporter considered genital haemorrhage, infection, ovarian cyst, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.